Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to wear of forceps elevator, upward/downward angulation control knob cannot be locked securely, air/water cylinder has no color, suction cylinder has no color, forceps channel port has a dent, grip has a scratch, suction connector has corrosion, sheet holder unit has corrosion due to water leakage, electrical connector has corrosion due to water leakage, due to a pinhole on bending section cover, water tightness is lost, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, plastic distal end cover has a scratch, adhesive around objective lens has a chip, light guide lens has a crack, adhesive on bending section cover has a crack, connecting tube has a pinhole, universal cord has a wrinkle, universal cord has a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a defective air/water supply. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, foreign object coming out of the nozzle was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing caused by physical damage of rubber seal. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf type 165 series operation manual chapter 3 preparation and inspection. Gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.